Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited high pacing impedance and had an unspecified helix rotation issue. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were high pacing impedance and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. The reported event of high pacing impedance was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Complete x-ray examination of the lead did not find any indication of conductor fractures. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the over torqued inner coil in the connector region restricting the helix from being extended and the helix retracted with soft tip as received.